Event description:
During setup, prior to the start of surgery, the tubing was observed to be defective in that a connector was missing. There was no delay in surgery nad the initial reporter indicated that there was no effect on the pt.